Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b3. A getinge field service engineer (fse) was dispatched to evaluate the unit, operation check was performed. Screen freezing reproducible. Due to the customer's request, repairs were not carried out but the equipment was updated.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site city: (B)(6).

Event description:
It was reported during clinical use that cs300 intra-aortic balloon pump (iabp) screen freeze. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e1 (event site address and event site city).

Event description:
N/a.